Event description:
Customer reported that the insulin pump is alarming low battery and failed battery test. Blood glucose value is 134 mg/dl. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap with a cotton swab; customer reinserted the battery and the device alarmed failed battery. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump powered up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery or failed battery test alarms noted. Device received with cracked case at display window corners and severely scratched lcd window.